Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 12 of 3 reference MFR. Report: 1627487-2018-11615, reference MFR. Report: 3006705815-2018-02913. It was reported the patient was experiencing unknown symptoms. When stimulation was decreased, the symptoms still occurred. However, when stimulation was turned off, the symptoms resolved. As a result, the patient underwent scs system explant.